Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
Initially, it was reported that a ventilator's internal battery and sensor board were replaced due to issues found during the manufacturer's evaluation of the device. Upon further evaluation and testing, the device's active exhalation control module was replaced due to the proportional valve being stuck in the open position. The device failed a step during testing and the blower motor and system board were replaced to address the issue. The system board was found to have a cracked solder joint on component e3 (ferrite). The internal battery was found to have a cell imbalance.